Event description:
Boston scientific received information that this programmer displayed a message: complimentary metal-oxide-semiconductor (cmos) battery. Boston scientific technical services (ts) explained that the programmer will need a new battery. The field representative will return the programmer. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the allegation against this programmer was confirmed. This programmer booted up to complimentary metal-oxide-semiconductor (cmos) battery failure with the hardware key in. A part of the single board computer printed circuit board (sbc pcb) was replaced as it was causing the higher than normal current draw. The electrocardiogram signals on all four leads were noisy and out of range. Parts of the internal circuitry were also replaced as those parts shorted out and burned up. Both the insulator and the bottom housing were melted and were also replaced. The strip chart recorder was replaced since it had cuts on the roller from removing paper jam. The touch screen was dented and was replaced. This programmer passed all functional incoming tests thereafter.